Event description:
It was reported that the table on the 2600 system had no power. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connection was repaired during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)